Event description:
A user facility reported to olympus that a scope communication error, "e224" occurred and the subject could not be recognized in the image. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "e224" error was confirmed and the cause isolated to a cable failure; the image was confirmed present on the screen. Additional evaluation findings are as follows: 1.) Chipped rear cover packing noted; 2.) Faded rear cover label noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the endoscope communication error (error code e224). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty cable. The cause of the fault was not determined. Olympus will continue to monitor field performance for this device.